Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead exhibited a pause in ventricular pacing due to t-wave oversensing.